Manufacturer narrative:
H11: internal complaint reference: (B)(4). H2: additional information on h6 - medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection observed the returned instrument shows no manufacturing abnormalities. Product was out of the original packaging. No packaging returned. The tip is heavily worn from use. The electrode is missing most of its body from use and the amount remaining is misshapen and deformed. There are signs of metal to metal touching on the shaft while activated. A functional evaluation was performed on the returned device and found the wand produced some plasma with its remaining electrode. An analysis of the customer provided image found a wand laying in a fabric material, the electrode is separated from the post and flipped upwards. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. Damage to the tip and electrodes would cause the saline to flow out of the tip). Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Additional information: b5, h6 (health effect - impact code; component code; type of investigation; investigation findings). Correction: h6 (health effect - impact code: f26 and f24 removed). Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during an ankle joint ligament repair, the electrode of the tristar wand fell off. Nothing fell inside the patient. Surgery was completed with a smith and nephew back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported. Patient's status is fine.

Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a procedure, the electrode of the tristar wand fell off when it was used. Surgery was completed with a smith and nephew back-up device instead. It is unknown if there was a surgical delay, and no further complications were reported.